Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. A guidant technical services (ts) consultant discussed possible sources for the tones. Eri is suspected, based upon the pattern of tones described. Ts recommended having the device interrogated by a physician. The device was interrogated and found to be at eri. The field has alleged premature battery depletion.